Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test, sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had change sensor alert and calibration error. The customer also had low blood glucose of 52 mg/dl. The customer's blood glucose was 94 mg/dl. The sensor was returned for analysis.